Manufacturer narrative:
The device has been received for evaluation, however investigation has not yet begun.

Event description:
The event involved a plum 360¿ infuser pump. It was reported that during a code, the nurse tried to change the rate of sodium bicarbonate that was running and connected to the patient, but the pump was locked and began a new drug library update and the pump showed needs software update. The customer stated that the user pushed the on-off button instead of stopping the medication to reprogram. To address the issue the nurse used intravenous push of sodium bicarbonate, however the patient still expired. The customer stated that the programming parameters on the pump during the event was sodium bicarb drip was selected. It was reported by the customer that the pump was functioning as desired. There was patient involvement and patient death.

Manufacturer narrative:
The device was received for evaluation on 4/27/2022. Inspection of the keypad found that it was fully functional without any key being stuck, which would have been indicated by and alarm. The device's infusion would have had to be stopped before the devices on/off button would be functional. This would involve pressing the stop button if only 1 line was running followed by depressing the on/off button for 2-3 seconds to intitialize the power down sequence. Device logs confirm that the on/off button was pressed to shutoff the device initiating the pumps shutdown cycle and initiating the dl install that was held in pending. The device's dl installation should have been verified during set up testing before being released for clinical use. Testing confirmed that with a stuck power off button, the device will stop infusion, but will not shut the device down until the off button is released and the re-pressed. Device programmed for 950ml vtbi at 100mlhr. After delivering 315.8 ml changed rate to 200 ml/hr after delivering a further 86.3 ml device was stopped, no drug library installation message. Off button was pressed and device shutdown without drug library installation message or download initialization. Could not replicate the customer's reported failure. Device was configured for connectivity testing and test drug library download. The device connected to both wired and wireless connections, as well as accepting a drug library download. Testing results found the ce board hardware and software functioning as intended. The probable cause to the customer's claim could not be confirmed. The testing and device logs confirm that the device operated as intended and that the drug library held in pending and the human input to the device are the key factors that led to the resulting event. The customer will need to reconfigure the device to their network and drug library, as connectivity testing resets device to default settings. The device had a cracked fluid shield awning and was replaced. Engineer analysis:the customer reported that during an infusion for a patient coding, the nurse tried to change the rate on a nabicarb infusion and found the pump was locked doing a drug library update. Initially, it appears they reported the incident date as 4/18, but later they clarified the date was (B)(6) 2022. Customer reported running a mednet event/alarm log report and noting it did *not* show a power off prior to the update. R&d engineering acquired and analyzed the device pump logs and newly installed drug library along with the provided mednet event/alarm log report for the period in question finding: ¿ the drug library was configured to automatically force install upon pump shutdown. This is a documented library setting to cause the library, once downloaded to the device, to be automatically installed and activated immediately upon the pump being shut down for any reason. ¿ the actual sequence of events on (B)(6) 2022 was: o 10:10 = in cca: ed, user programs line a for IV fluid (950 ml) with vtbi 950 ml @ 100 ml/hr (calculated duration 09:30 hrs). O 13:19 = after delivering 315.8 ml (remaining vtbi 634), user titrates to 200 ml/hr (calculated duration 03:10 hrs). O 13:45 = after delivering a further 86.3 ml (total 402.1 ml, remaining vtbi 547), user presses [stop] button on pump. O 13:45 = about 2 seconds after pressing [stop], user presses [on_off] button on pump. Pump correctly begins installing and activating the new drug library in accordance with the dl configuration ¿force-install¿ setting. Mednet reports, in the event/alarm log report, the ¿delivery stopped¿ event at this time. O 13:50 = pump finishes installing and activating the new drug library ¿(B)(6) 2022 6.32 11807¿ and completes the power off sequence (now in sleep mode since still plugged into ac). Note: the usual device power update clinical signal ¿power to sleep¿ was not logged in this instance. Mednet reports, in the event/alarm log report, the ¿new drug library installed¿ event at this time. Mednet does *not* report the ¿power off¿ event at this time, however. O 14:48 = pump is unplugged from ac (now on battery) and shuts down the ce (transitioning to full power down mode). Note: in this case, the usual device power update clinical signal ¿power down¿ was logged along with the expected ¿power to battery¿ signal. Mednet reports, in the event/alarm log report, the ¿power switched: battery¿ and ¿power off¿ events at this time. Engineering evaluates that the pump performed correctly per design except for not logging the power update clinical signal indicating power-to-sleep following the drug library update completion. Specifically, the pump stopped the infusion correctly upon user command, the pump was manually turned off by user action, and the pump correctly installed the drug library upon the user turning the pump off based on the drug library master infusion settings having the configuration setting to explicitly force automatic installation upon the first power off sequence after the dl was downloaded. Engineering reports that, because a pump in on state may shut down to either sleep or to down mode, mednet is designed to report ¿power off¿ when one of these signals is received while the pump is on. Engineering evaluates that mednet performed correctly, per design, by logging power off on the first of these signals received. The incorrect time for the power off event was due to the pump not logging the power-to-sleep signal. Engineering reports, as probable cause for lack of logging of the power update signal, that during a power down and drug library force install scenario, the pump¿s communication engine (ce) performs a reconnection with mednet and that, during this reconnection, it is possible (though infrequent) for the power update clinical signal to be dropped. The mednet event/alarm log report correctly displays what information it receives from the pump and, with the signal missing, the resulting event was likewise missing from the report. As this result flows from the signals logged or not by the pump, this has been documented in scr plumlcm-21109. Engineering notes while the customer reported infusing nabicarb, that the data provided via the pump indicates the infusion was performed under the ¿IV fluid (950 ml) rule set. While the data provides no direct explanation for this inconsistency between logged data and customer report engineering evaluates the probable cause was the clinician infusing nabicarb under the IV fluid (950 ml) rule set as the other data aligns with the customer¿s report. The customer¿s report (that the dl install occurred without the pump being turned off) is not confirmed. Secondary review: the complaints investigation is reviewed per 1911-sop requirements and evaluated as appropriate.